Event description:
The wearable was inserted into the abdomen on (B)(6) 2025.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor error issue occurred. The wearable was inserted into the abdomen. On (B)(6) 2025, the patient was not answering calls from the reporter. The patient's neighbor came over and stated the patient was nauseous, dizzy, vomiting and blacking out. They neighbor called 911 and the patient was transported to the hospital. It was reported that during the event, the cgm had a sensor error. At the hospital, they tested the patient's blood sugar and it was around 560 mg/dl. The patient was treated to alleviate their symptoms; however, treatment information was not provided. After the event, the patient stayed the hospital until (B)(6) 2025 due to needing heart surgery. At the time of the report on (B)(6) 2025, the patient had dizziness and nausea but was not using a cgm. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.